Manufacturer narrative:
(B)(4).

Event description:
It was reported that during in-clinic testing, threshold test was stopped and an error message was displayed. After rebooting the programmer the test could be performed. The patient's condition is stable.